Event description:
Co manufactured a custom tib insert for an actor/stuntman who is 7'8" tall and weighs 430 lbs. The insert did not fit and a standard size 6 insert was used instead by the dr. Dr. Reports the knee is stable at this point and is articulating fine. He does not feel the long term prospects are good due to the weight of this pt.